Event description:
It was reported that during an ileocecal resection, the staples weren't formed properly. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.